Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The device was clamped on stomach tissue and fired. After firing, the jaws of the device would not open. A grasper was used to manually open the jaws and to remove the tissue. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.